Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to infection. During the explant procedure, it was noted that the header was loose. A replacement system will be implanted in the near future. There were no additional adverse patient effects reported.

Manufacturer narrative:
This crt-d will be returned to boston scientific for analysis. At this time, there is no additional information. Should additional information become available this report will be updated.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a separated header. Although evidence indicates external stress may have been a factor in causing the header to become loose, the root cause of the abnormality was isolated to insufficient bonding between the medical adhesive and the titanium casing. Manufacturing enhancements were implemented in 2003 to make the bond more robust.